Manufacturer narrative:
The returned device was evaluated, and the user's request of "visualization is blocked when the scope is attached¿ was confirmed. Image is off centered due to damaged coupler. In addition, unit failed leak test due to small cuts/kinks on cable. As part of the investigation, olympus attempts were performed to obtain additional information, but no further information was provided by the customer. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient, the instructions for use provides the following warning: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the high-definition 3cmos camera head "visualization is blocked when the scope is attached¿. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Event description:
It was further reported that there was no error observed, camera won't connect. The procedure was completed successfully using another similar device without delay.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the customer's reported event.